Event description:
It was reported that the patient experienced recurring incontinence with his artificial urinary sphincter (aus). The patient underwent surgery and the cuff and pump were removed and replaced. The cuff was downsized from 5.0 cm to 4.5 cm. There were no device issues with the explanted pump. There were no further patient complications.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.